Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. The mitraclip was placed on the anterior/posterior leaflets and deployment initiated. During deployment, the gripper line was unable to be removed, and the clip was difficult to deploy. Troubleshooting was performed resolving the issue. The clip deployed without further issues reported. The mr was decreased to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the lock line (resistance). There is no indication of a product issue with respect to manufacture, design, or labeling.